Event description:
It was reported that the device exhibited intermittent loss of capture and had dislodged two times. The patient was admitted to the hospital with capture outputs increasing to 7.5 v.